Manufacturer narrative:
Subsequent information indicates that the patient underwent a lead revision procedure where the lead was cut and capped due to a product performance issue. There were no addtional adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was seen in clinic for a follow up appointment. The cardiologist noted some inappropriate pacing on a surface electrocardiogram (ECG). High, out of range pace impedances, low r waves, non-capture and noise were also noted. Additional information from the local field representative (fr) indicated that the patient is scheduled to see an electrophysiologist to determine the next steps. No adverse patient effects have been reported. The lead remains in service.